Manufacturer narrative:
Upon receipt the lead was found cut 12.5 cm distal to the is 1 connector pin. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular, between 10 and 11.5 cm proximal to the lead tip, the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. The diagnostic images received for analysis were inspected. The lead body was bent on three points in a small radius and implanted with much slack. It is assumed that the bends in short radii in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. Further damages like the deformed rv and svc shock coil most likely occurred during the extraction procedure due to tensile stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 104 months after the implantation this lead was explanted due to ventricular oversensing.